Manufacturer narrative:
Approximate age of device- 11 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2019, the patient presented to an outside emergency department (ed) with a nose bleed / epistaxis. Afrin nasal spray was administered nd nasal packing was used to control the bleeding. The patient was given a 10-day prescription for augmentin. By (B)(6) 2019, it was reported to have resolved. No additional information was provided.

Manufacturer narrative:
Investigation summary: a direct relationship between the device and the reported epistaxis could not be conclusively determined through this evaluation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Patient remains ongoing on the device. No further information was provided. The manufacturer is closing the file on this event.